Manufacturer narrative:
The insulin pump had unresponsive button then button error alarmed due to corroded on keypad trace. Also, the insulin pump had missing end cap sticker. No moisture damage found on electronic assembly and motor. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.